Manufacturer narrative:
No device malfunction detected. Treatment parameters were in line with typical range. Imbalance and speech issues are known side effects listed in the information for prescribers. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report.

Event description:
Immediately following right side focused ultrasound treatment for essential tremor to treat the left side, the patient experienced imbalance and slurred speech. At the four-month follow up visit, the symptoms have only partially resolved.